Event description:
It was reported that the brakes would not engage or hold due to a flat spot on the brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.